Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file and the replaced power supply of the evita xl were available for the investigation. The log entries show that on (B)(6) 2019 at 00:28 the device switched from mains to battery power and generated the corresponding alarm ¿int. Battery activated¿. A change between mains and battery supply was repeated five more times until the device shut down due to depleted batteries at 0:55. In the meantime, the device alarmed ¿int. Battery - 2 min left¿ at 0:50 and ¿int. Battery discharged¿ at 0:52 and 0:54. The user acknowledged the alarms by pressing the alarms silence button at 0:33, 0:34, 0:49, 0:50, 0:52. The device restarted and continued operation at 0:59 but shut down again due to depleted batteries. Functional analysis of the returned power supply showed no deviation. Either a problem of the mains voltage supply, the power outlet, or a sporadic issue of the power supply could cause the reported issue. Based on the results, a definite root cause could not be determined. The device reacted as specified to a problem concerning the mains power supply by switching to battery supply. The user was informed about this switch with a visual and audible alarm. Ongoing ventilation is not affected by a switch from mains to battery supply. Furthermore, the device alarmed the depletion of the battery as specified with the corresponding alarms. In the event of discharged batteries, the device will switch off and alarm audible with a mains failure alarm. During power failure, the evita emergency-breathing valve is open allowing spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device appeared to start the internal battery. Then the device would shut down automatically until the internal battery ran out. Afterwards the device was turned on again and used ac normally. No injury has been reported.